Event description:
Reportedly, the instrument did not place a complete staple line on the jejunostomy after being fired. Therefore, the surgeon had to resect the tissue and use another instrument to complete the case. Pt status: no pt injury reported.